Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, tender and sore, nodules, whitish lumps, redness, and biofilm are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: warnings ¿ injection site responses consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 30 days. Refer to the adverse events section for details. Precautions ¿ as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. ¿ patients may experience late-onset adverse events with use of dermal fillers, including juvéderm vollure¿ xc. Refer to adverse events section for details. ¿ if laser treatment, chemical peeling, or any other procedure based on active dermal response is considered after treatment with juvéderm vollure¿ xc, there is a possible risk of eliciting an inflammatory reaction at the implant site. An inflammatory reaction is also possible if the product is administered before the skin has healed completely after such a procedure. Adverse events per table 1: injection site responses by maximum severity in > 5% of subjects after initial treatment, possible injection site responses post injection with juvéderm vollure¿ xc include firmness, swelling, tenderness to touch, lumps/bumps, redness, pain after injection, bruising, itching, and discoloration. Postmarket surveillance juvéderm vollure¿ xc has been marketed outside the us since 2011 as juvéderm volift® with lidocaine. The following aes were received from postmarket surveillance on the use of juvéderm vollure¿ xc outside the united states and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. These aes, with a frequency of 5 events or more, are listed in order of prevalence: inflammatory reaction, skin nodule, loss/lack of correction, hematoma, allergic reaction, necrosis, infection, flu-like symptoms, paresthesia, migration of device, abscess, drainage, herpes, malaise, headache, and anxiety. In addition, 1 report of blurry vision after injection in the periorbital area, 1 report of blurry vision after injection in an unspecified area, and 1 report of stroke after injections in an unspecified area with multiple dermal fillers were reported.

Event description:
Healthcare professional reported injecting a patient in the marionette lines, oral commissures, and vermillion border with one syringe of juvéderm vollure¿ xc and in the cheeks with one syringe of juvéderm voluma® xc. Around 4 months later, the patient was injected with 48 units of botox® to the glabella, perioral, periorbital, chin, and dao. That same day, the patient¿s face felt tender and sore. Two weeks later, there was swelling in the cheeks, right side lip was swollen, and the chin was lopsided. The patient had large nodules in the marionette lines and oral commissures, and whitish lumps in the lower lip. The lumps were worse in the right oral commissure and right marionette line. The patient had swelling in the cheeks and their face felt very tender with redness. That same day, the patient was treated with biaxin, ciprofloxacin, zyrtec, and was told to sleep elevated. The physician was worried about biofilm. Two days later, the physician treated the patient with 300 units of hyaluronidase in the lower face. After two days, the patient started taking the prednisone. A week and a half later, the physician treated the patient with 150 units of hyaluronidase. After a week, the physician treated the patient with 200 units of hyaluronidase to right oral commissure and right marionette line. The patient was taking prednisone 20mg per day, was still taking the zyrtec, and was still taking the antibiotics. The patient had a small lump in the left tear trough area laterally and was treated with hyaluronidase in the tear trough. The symptoms are ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2018-00053 ((B)(4)). This MDR is being submitted for juvéderm vollure¿ xc.